Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the loss of capture was observed on the right atrial (ra) lead. The ra lead was reprogrammed, inactivated and remains in patient. No patient complications have been reported as a result of this event.